Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Device history lot, null. Device history review, null.

Event description:
It was reported that the femoral capture red lever tab was broken and the femoral impactor plastic cracked. No surgical delay.